Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Healthcare professional further reported that the device is non-abbvie. Hence unreporting the previously reported deflation. Additional, changed, and/or corrected data: b5, d.6b, g2, h6.

Event description:
The device was explanted. Healthcare professional further reported that the device is non-abbvie. Hence unreporting the previously reported deflation..